Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the emergency room, the device was interrogated and the device was functioning as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient thought the leadless implantable pulse generator (ipg) "was not working right". The leadless implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.